Manufacturer narrative:
Plant investigation: the sample was not returned to the manufacturer and the lot number was not provided. A manufacturing review was performed on the products shipped to the patient for the three (3) month time frame which immediately preceded the event occurrence date. This review included the lot numbers for all fresenius liberty cycler sets shipped to this account within the selected time frame. The entire set of lots have been sold and distributed. There were no non-conformance's or abnormalities identified during the manufacturing process which could be associated with the reported event. An investigation of the device history records (DHR) was conducted and confirmed that the results of the in-progress and final quality control (qc) testing met all requirements. The product lots involved met all specifications for release. A review of the DHR did not reveal a probable cause for the customer complaint. As a physical evaluation could not be performed, a definitive conclusion regarding the reported incident could not be reached and a cause could not be confirmed.

Manufacturer narrative:
The plant investigation is in process. A supplemental MDR will be submitted upon completion of this activity. Clinical investigation: a temporal relationship exists between the peritoneal dialysis (pd) therapy with the liberty select cycler/liberty cycler set and the patient¿s peritonitis event. However, there is no allegation nor any objective evidence that a liberty select cycler/liberty cycler set malfunction or product deficiency was associated with this event. The patient¿s pd culture yielded growth of acid-fast bacilli, but the organism remains unknown. Based on the reported information the cause of patient¿s peritonitis cannot be determined. However, peritonitis is a well-documented complication in patients undergoing pd therapy.

Event description:
A patient contact reported that a peritoneal dialysis (pd) patient had peritonitis. There were no reported issues with any fresenius products that caused or contributed to the reported event. Upon follow-up, the patient¿s peritoneal dialysis registered nurse (pdrn) reported that on (B)(6) the patient was hospitalized with peritonitis. Per the pdrn, the patient¿s pd culture yielded growth of acid-fast bacilli (organism not provided). During hospitalization, the patient received unspecified antibiotics. Additionally, the patient required removal of their pd catheter (not a fresenius product) and the patient was transitioned to hemodialysis. On (B)(6) 2020 the patient was discharged continuing outpatient hemodialysis for renal replacement needs. The pdrn was not able to provide the cause of the peritonitis. However, the pdrn stated the patient did not have any issues with fresenius device, product or drug in relation to the event.